Manufacturer narrative:
A supplemental report will be submitted if additional information is provided. Not returned to manufacturer.

Event description:
It was reported that during a class demonstration, the cardiosave intra-aortic balloon pump (iabp) had one battery that indicated 20% life and 0% on the other. The pump's function was fine when plugged into a power source. While demonstrating the rescue feature, the unit would alarm for a dead battery. The battery would not reset even after being plugged into a power source. The pump was returned by the rn educator directly to the biomed department. The pump was never on a patient and no balloon was attached . There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.